Manufacturer narrative:
The cobas e 411 analyzer (disk system) serial number is (B)(6).

Event description:
The initial reporter received a questionably high elecsys troponin t hs stat result from one patient sample tested on the cobas e 411 analyzer (disk system). The initial result was 320.2 pg/ml (320 ng/l), with a data flag. The repeat result was 7.07 pg/ml (8 ng/l). The reporter checked the patient's previous result and found it was normal, prompting the rerun and the collection of a new patient sample for confirmation. The new patient sample also gave a low result.